Manufacturer narrative:
The reported issue of occlusion alarms occurring during the 2 minute priming process while performing pre-education with staff could not be confirmed. No instrument devices or associated device logs were received for investigation, even though requests were made that had no response from the customer. The received data sets were reviewed and found that all but one of the profiles had the occlusion pressure setting for no disk installed at medium (500 mmhg or ~9.7psi). The maximum setting available is high (800 mmhg). No device history or qn search was performed since no source device serial number was reported by the customer. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported patient side occlusion alarms when the 2 minute prime was infusing. The event occurred during pre-education with staff. There was no report of patient involvement.

Manufacturer narrative:
The reported issue of occlusion alarms occurring during the 2 minute priming process while performing pre-education with staff could not be confirmed. No instrument devices or associated device logs were received for investigation, even though requests were made that had no response from the customer. The received data sets were reviewed and found that all but one of the profiles had the occlusion pressure setting for no disk installed at medium (500 mmhg or ~9.7psi). The maximum setting available is high (800 mmhg). No device history or qn search was performed since no source device serial number was reported by the customer. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported patient side occlusion alarms when the 2 minute prime was infusing. The event occurred during pre-education with staff. There was no report of patient involvement.